Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose levels were over 500 mg/dl, 380 mg/dl and 204 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was on auto mode at the time of incident. They reported that the infusion set cannula was bent which caused high blood glucose levels. The insulin pump will not be returned for analysis.